Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 09 and alarm 16) occurred. Reportedly, the cartridge had been filled with 280 units of insulin and was not reused. There was no reported adverse impact to the customer's blood glucose level. The cartridge load area was cleaned and a new cartridge was successfully loaded onto the pump resolving the alarms.